Event description:
It was reported that sheath damage occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Upon one full recapture of the closure device, the soft front end of the was damaged. A new was device was used to complete the procedure. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with the dilator returned outside the sheath and blood in the device. The device was visually and microscopically inspected. Inspection of the device revealed that the sheath was kinked 1cm distal of the strain relief and flattened 48.5cm proximal of the tip. The tip was out of round and torn and there was ptfe damage inside the tip. The ptfe was starting to separate from the inner shaft wall. There were heavy abrasions on the inside of the sheath just distal of the tip which indicates that the implant was recaptured beyond the anchors as a full recapture. A kink 4.5cm proximal of the tip was caused during analysis while capturing photos of damage. Product analysis confirmed the reported event, as the tip was damaged.

Event description:
It was reported that sheath damage occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. Upon one full recapture of the closure device, the soft front end of the was was damaged. A new was device was used to complete the procedure. No patient complications were noted.